Event description:
It was reported that the handle of the wand got hot, and the plasma was generated without pushing the hand-switch or the foot-switch. The surgery was completed with another brand-new wand. There was a 5 minute delay. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction was tested and performed as intended. The complaint was not verified as the device performed in specification. The reported ¿overheating issue¿ could not be determined during the evaluation. The root cause could not be determined with confidence.